Event description:
It was reported that the procedure was to treat the left anterior descending coronary artery with heavy calcification and mild tortuosity. The 3.50x33 xience alpine stent delivery system (sds) was advanced, and the stent was deployed. However, the sds balloon was unable to be deflated and there was difficulty removing the delivery system. External force was applied to extract the balloon thereby allowing the stent to be successfully implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported deflation problem could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the stent delivery system (sds) was advanced, and the stent was deployed; however, the sds balloon was unable to deflate resulting in difficulty during remove. Functional analysis was performed on the returned device. The balloon was able to successfully inflate and deflate three times within specification. It is likely that circumstances of the procedure, such as contrast mixture or deflation technique contributed to the reported issue. Additionally, a partially deflated balloon would reduce maneuverability of the device.. It is likely that the difficulty encountered during removal was related to the sds balloon partially deflating. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation corrected from ¿no¿ to ¿yes¿ h3: device evaluated by mfg corrected from ¿no¿ to ¿yes¿ h6 - type of investigation code 4117 was removed and code 10 was added; investigation findings code 3221 was removed and code 114 was added; investigation conclusions code 4315 was removed and code 4307 was added. H11 - additional mfg narrative: revised.

Event description:
Subsequent to the initially filed report, additional information was provided. The xience alpine stent delivery system balloon was inflated to 12 atmospheres three times. Negative was held 3 seconds for deflation, but the balloon did not deflate fully. The balloon stuck to the stent post deployment and external force was applied to extract the balloon independently. The stent was confirmed to be apposed to the vessel wall. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that force was applied to the device during removal. It should be noted that the xience alpine everolimus eluting coronary stent system (eecss), electronic instructions for use states: ¿should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit.¿ in this case, the force applied appears to be a reasonable clinical response to the circumstances; therefore, no follow-up letter will be issued. It was reported that the device was not removed as a single unit when resistance was encountered. It should be noted that the xience alpine everolimus eluting coronary stent system (eecss), electronic instructions for use states: ¿should unusual resistance be felt at any time when withdrawing the stent towards the guiding catheter, the stent delivery system and the guiding catheter should be removed as a single unit.¿ in this case, the force applied appears to be a reasonable clinical response to the circumstances; therefore, no follow-up letter will be issued. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the stent delivery system (sds) was advance, and the stent was deployed; however, the sds balloon was unable to deflate resulting in difficulty during remove. Factors that may contribute to deflation problem include, but are not limited to, inflation medium to viscous (not diluted adequately), inadequate kink resistance, lumen obstruction due to kink. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported deflation issue. Additionally, it is likely that the difficulty encountered during removal was related to the sds balloon partially deflating. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - incorrect removal.